Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate dropped down on telemetry to a rate of 0-30 beats per minute and then returned to a regular heart rate. It was noted that this rate was below the implantable pulse generator (ipg) set lower rate. It was further reported that the right ventricular (rv) lead had non-sustained ventricular tachycardia oversensing and t wave oversensing. The ipg and the rv lead remain in use. No further patient complications have been reported as a result of this event.